Manufacturer narrative:
Medtronic received the following information from a journal article entitled; onyx¿ cast fragmentation after embolization of endoleaks keegan c, lechareas s, torella f, yuan chan t, fisher r, mcwilliams r journal of endovascular therapy 2022, vol. 29(2) 266¿ 274 https://doi.org/10.1177/15266028211045701. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcated stent graft was implanted in a 67mm abdominal aortic aneurysm on an unknown date. A communicating lumbar type 2 endoleak was seen on baseline surveillance imaging. After 2 years, the aneurysm had increased to 8.8 cm in diameter with shortening of the proximal seal zone. And 3 years after evar, an anterior percutaneous approach was used to embolize the endoleak with an embolization glue ultrasound doppler and enhanced CT scans 2 months after the procedure demonstrated a persistent type 2 endoleak. The aneurysm continued to grow and chimney evas with a non mdt stent graft was performed as the proximal seal zone had reduced markedly causing a high risk of late type 1a endoleak. The aneurysm continued to grow and, 5 years after the original evar, a further embolization was performed. This involved a transarterial approach via the right iliolumbar artery. The patient died 8 years after the primary evar due to aneurysm rupture.